Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.